Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed to be use related. One 15 cm trialysis was returned for investigation. Use residue was observed on the sample. The 3 luer connectors were flushed with water and no leaks were observed. The sample was then pressurized and a leak was observed at the extension leg with the red luer connector. Microscopic observation of the leak location revealed a ¿v¿ shaped split. The span of the split measured to be 1.503 mm. As the damaged observed is consistent with damage caused from a sharp instrument, the complaint is confirmed to be use related. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
The facility reported to the sales rep that the catheter leaked at the extension tubing. No patient injury was reported.